Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not roll properly to be loaded inside the delivery tube. A replacement device was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case where the seal did not load properly. (B) (4).